Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached over 400 mg/dl. The patient had a headache. For treatment, the patient was given intravenous fluids. The cannula was dislodged, while wearing the pod between 4 and 24 hours on the abdomen. The patient was discharged after 1 day.